Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and device appearance (the device has the peel pouch adhered in the anterior side) leak test was performed and found opening on radius. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The hole is extended to remove the plastic adhered to the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius side assessed as to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leaking device".

Event description:
Healthcare professional reported leaking device. It is unknown if surgery was completed with a back-up device.